Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient woke up and felt dizzy, had blurry vision, and fell over. He contacted 911 for assistance. Once emergency medical services arrived, the patient¿s cgm was reading 250 mg/dl, and the bg meter was reading over 500 mg/dl. The patient was wearing an omnipod insulin pump. The patient was treated with insulin by ems and transported to the emergency room. The patient was hospitalized for three days before being discharged. The patient was unwilling to provide any further event information. The patient was ¿stable¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.